Event description:
It was reported that the patient stated that he has a "malfunctioning" vns. No details regarding why the vns is alleged to be "malfunctioning" were provided. Good faith attempts for additional, relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's hospitalization was not related to vns. The vns generator replacement is reported to be a prophylactic replacement. No known surgical interventions have been performed to date.

Event description:
It was reported the patient had a prophylactic re-implant of the generator on (B)(6) 2015. The device is not expected to be returned to the manufacturer for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
If explanted, give date; this information was inadvertently left off of the supplemental #03 MFR. Report.

Event description:
It was reported the prophylactic generator replacement resolved the reported erratic stimulation. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
It was reported that a company representative met with the patient on (B)(6) 2015. The cyberonics representative reported that the patient felt erratic stimulation and was not able to sense the normal stimulation. The diagnostics were reported to be normal and the patient was referred back to the neurologist to discuss possible end of service. However, an eri symbol was not present when testing the device.